Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 466mg/dl and treated with a bolus. Customer had 141mg/dl blood glucose at the time of the call. The customer indicated of a lot of bent cannulas recently and issues with their infusion sets. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting found that the customer periodically has air bubbles in the reservoir and customer was advised how to form in the reservoir during the filling process. Customer was advised to return the infusion sets for analysis and to call back if issues reoccur.